Event description:
The pt reported the surgeon implanted a micl 12.6mm implantable collamer lens in her right (od) eye in 2008. The pt is experiencing complications. She reported when ever she sleeps, it feels like the lens moves and it hurts. The doctor's office was contacted. The doctor said the pt was not a candidate for lasik. The pt had a preoperative astigmatism, had prk performed one month lather. The pt's last visit was in 2009, was doing well. Her uncorrected bcva is 20/30 and had dry eyes. Icl remains implanted. See MFR report # 2023826-2009-01069 for other eye.

Manufacturer narrative:
Eval codes - method - lens work order search. Results - a lens work order search was performed, and no similar complaints were found within the work order. Conclusions - based on the complaint history and work order search, a specific root cause of the event could not be determined.